Event description:
It was reported that a malfunction occurred on the pump, displaying a certain malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump and provided instructions to resolve the issue. The malfunction did not recur after the reset, and the customer was advised to call back if any malfunction code appeared again. The customer acknowledged this and understood the guidance.